Event description:
Leak of medical fluid was found. The indwelling period was 3 days. The catheter PICC was inserted from anterior region of the left upper arm. When the patient moved a shoulder, medical fluid leak from the insertion site was observed.

Manufacturer narrative:
The complaint of a leak is unconfirmed. A complete 4 fr groshong single lumen PICC catheter was returned for evaluation. According to the notes contained in this file it states, "the leak of medical fluid was found." The complaint incident could not be replicated in the laboratory setting. Hydraulic pressurization of the catheter revealed no leaks. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU. The device had been in place for approximately 3 days prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.